Event description:
It was reported that pump issued empty cartridge alarm and insulin gauge showed amount different than expected, with pump indicating zero units when caller expected roughly one hundred units, although issue was no longer active at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge, received education that alarm occurred when pump detected empty cartridge, and was advised to call back for further troubleshooting if issue occurred again, which customer understood and acknowledged.